Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. The customer contact did not provide an event data or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device delivered more than intended. The device was returned to the biomedical department with a note that stated, "administered drugs too fast." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt effects. During testing at the user facility, the device passed delivery accuracy testing. Though requested, no additional info was provided.